Event description:
On (B)(6) 2022, the customer alleged to medela llc that she has flat nipples and her swing maxi breast pump was not working for her. She additionally alleged she had developed mastitis from not being able to use her pump.

Manufacturer narrative:
Customer service conducted troubleshooting including; verifying the user was not washing or drying tubing on the pump; verifying the parts were dry when pumping; verifying user was washing parts according to the instruction for use; and verifying user was using correct kit components. Return of the original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer's husband indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic. He stated his wife's mastitis is resolved after finishing a course of antibiotics. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.